Event description:
During a percutaneous transluminal angioplasty negative pressure was done and balloon leakage was observed. Device was not used in patient. There were no other additional patient, vessel, lesion, or procedural information available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.